Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a faulty integrated circuit on the digital board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Additional pro code = dro.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up and was unable to switch to defib or pacer modes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.